Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and hemostasis was achieved with another proglide device. There was no adverse patient effect. Though requested, no additional information was provided.